Event description:
It was reported that the patient had an intracept procedure and the procedure was completed successfully. However, the patient had an issue with the anesthesia. The patient was transported to the emergency room (ER) post-procedure. The patient passed away after some anesthesia challenges post-procedure. The physician acknowledged that the patients death was not a procedure or device-related complication. No devices will be returned.

Event description:
It was reported that the patient had an intracept procedure and the procedure was completed successfully. However, the patient had an issue with the anesthesia. The patient was transported to the emergency room (ER) post-procedure. The patient passed away after some anesthesia challenges post-procedure. The physician acknowledged that the patients death was not a procedure or device-related complication. No devices will be returned.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that the patient had an intracept procedure and the procedure was completed successfully. However, the patient had an issue with the anesthesia. The patient was transported to the emergency room (ER) post-procedure. The patient passed away after some anesthesia challenges post-procedure. The physician acknowledged that the patient's death was not a procedure or device-related complication.